Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the pseudoaneurysm cannot be confirmed. As this is an article, procedural and patient information is limited. Procedural factors or pre-existing patient co-morbidities that could have contributed to the pseudoaneurysm are unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: augusto d¿onofrio*, e. B. (2015). Left ventricular pseudoaneurysm after transapical aortic. European journal of cardio-thoracic surgery , 1-2. Retrieved from http://ejcts.oxfordjournals.org/content/early/2015/04/13/ejcts.ezv144.extract.

Event description:
As reported by our european affiliate, per article ¿left ventricular pseudoaneurysm after transapical aortic valve-in-valve implantation¿, two months post transapical deployment of a sapien xt valve within an existing bioprosthetic aortic valve, the patient was readmitted for severe dyspnea. A large false aneurysm of the left ventricle was diagnosed and surgically repaired.